Event description:
The reporter stated that a neonate was born on (B)(6) 2015 and that at one point on the first day the neonate was tested using an accuchek inform ii (serial number (B)(4)) and a result of 33 mg/dl was obtained. Within 10 minutes the neonate was tested again on a different accuchek inform ii (serial number unknown) and a result of 60 mg/dl was obtained. The neonate was feeling okay at the time the results were obtained and no treatment was provided. The neonate is currently feeling okay. No serious injury occurred. The suspect product was requested to be returned and the replacement product was sent. However, the reporter stated "the strips may not be returned as the bottle may be used up."

Manufacturer narrative:
The relevant retention strips (lot 473175) were tested for accuracy. The retention material meets specifications.